Event description:
Approximately 46 hours following an uneventful novasure endometrial ablation procedure performed on (B)(6) 2011, the patient reported she was retaining fluid and was bloated. Two hours later she presented at the emergency room with severe abdominal pain as well and was admitted. An ultrasound noted "bleeding from the uterus". During surgery on (B)(6) 2011 a "cigarette [sized] burn with [a] perforation was noted in the right cornual region and a small bowel perforation" was found. A resection of 4cms of bowel with end-to-end anastomosis was performed. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. (B)(4) - bloating and fluid retention. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller are not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as lot and serial numbers were not provided by the complainant. (B)(4).